Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded keypad traces. No blank display or unexpected constant tone noted during testing. The device was also received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads. Moisture damage was found on electronic and motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was dropped in the river and then, the display went blank and a constant tone was occurring. Blood glucose value was 197 mg/dl. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.